Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 12/11/2019 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 01/09/2020 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on 11/13/2019 consumer reported the bandages caused a reaction on her (B)(6) year old daughter's arm. The issue was with the pad area. On 12/11/2019 consumer stated on returned cir that she sought medical attention for her daughter and was prescribed steroid creams.